Event description:
During percutaneous transluminal coronary angioplasty to right coronary artery, catheter was inflated to 13 atm when balloon lost pressure as if balloon had ruptured. Maximum rated burst pressure for this balloon is 8 atm. This was 3rd inflation with previous at 12 atm for 2 mins 30 sec & 13 atm for 2 mins. Distal portion of balloon appeared to be implanted. After hand inflation device lost pressure. A large syringe was used to aspirate balloon catheter with blood returned. Difficulty was encountered. Cardiologist attempted to remove balloon catheter. Catheter was advanced further down right coronary without difficulty. More effort than usual was required to extract catheter from coronary artery. Catheter was removed from pt, distal half of balloon was missing. A filling defect was noted distal to lesion & satisfactory dilatation of right coronary not obtained. Pt sent to or from cath lab for CABG. Retrieval of missing balloon segment by surgeons was unsuccessful-coronary grafting done.